Event description:
It was reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rotation board and the customer replaced a blown fuse. The system operates as intended.